Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The returned product was visually inspected and no abnormalities were found. The root cause of the delivery issue was most likely patient condition related; the physician believes could be related to calcification near the innominate artery as per the clinical description provided. Added- d9 device return date corrections to the initial MFR report: d4-model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
Us complainant reported the patient had an attempted impella 5.5 implant and they could not successfully deliver the pump. The pump would not be implanted due to the patient's anatomy, in which the physician believes could be related to calcification near the innominate artery. The implant was aborted.